Manufacturer narrative:
The device remains implanted and was therefore not returned to edwards for evaluation. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. In this case, the cause of the worsening pvl is unknown. However, the event may be related to patient factors (moderate calcified aorta) and/or procedural factors (initial valve malpositioned). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Ref. Related mfgr report number 2015691-2014-02985.

Event description:
As reported by the edwards affiliate in (B)(4), three years post valve in valve (26mm sapien xt in 26mm sapien xt) tavr procedure in the aortic position, both valves were explanted due to ¿worsening persistent and symptomatic aortic insufficiency.¿ the initial sapien xt was positioned 50:50 and landed 10:90 aortic/ventricular (a/v). Moderate pvl was observed and the valve was post dilated with +2cc additional volume twice. The pvl was reduced to mild. A decision was made to not implant a 2nd valve and to monitor the patient's condition post op and on discharge. At the 30 day follow up visit, the patient did not feel better and returned with nyha iii and moderate pvl. The multi-disciplinary team determined that the patient was not a good surgical candidate and the decision was made to bring him back to implant a 2nd sapien xt. The second valve was successfully deployed 60:40 a/v. Post dilation with +2cc additional volume was performed and mild pvl persisted. The mean gradient was 25mmhg. Physicians were satisfied with this result. Initially, this patient had moderate aortic root calcification. The coaxial alignment of the valve and delivery system was considered poor. During placement of the second valve, the coaxial alignment of the valve and delivery system was fair. Three years post the implant of the second valve, after being medically treated for pvl, the patient¿s valves were explanted and replaced with a perimount valve due to worsening persistent and symptomatic aortic insufficiency.

Event description:
As reported by the edwards affiliate in (B)(6), three years post valve in valve (26mm sapien xt in 26mm sapien xt) tavr procedure in the aortic position, both valves were explanted due to ¿worsening persistent and symptomatic aortic insufficiency.¿ the initial sapien xt was positioned 50:50 and landed 10:90 aortic/ventricular (a/v). Moderate pvl was observed and the valve was post dilated with +2cc additional volume twice. The pvl was reduced to mild. A decision was made to not implant a 2nd valve due and to monitor the patient's condition post op and on discharge. At the 30 day follow up visit, the patient did not feel better and returned with nyha iii and moderate pvl. During examination it was determined that the valve had migrated more ventricular. The multi-disciplinary team determined that the patient was not a good surgical candidate and the decision was made to bring him back to implant a 2nd sapien xt. The second valve was successfully deployed 60:40 a/v. Post dilation with +2cc additional volume was performed and mild pvl persisted. The mean gradient was 25mmhg. Physicians were satisfied with this result. Initially, this patient had moderate aortic root calcification. The coaxial alignment of the valve and delivery system was considered poor. During placement of the second valve, the coaxial alignment of the valve and delivery system was fair. Three years post the implant of the second valve, after being medically treated for pvl, the patient¿s valves were explanted and replaced with a perimount valve due to worsening persistent and symptomatic aortic insufficiency.